Manufacturer narrative:
The referenced replacements of the external portion/distal end of the driveline was reported under medwatch MFR report #s 2916596-2016-01510 and 2916596-2016-02173. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years. The explanted device was returned for analysis. The evaluation is not complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient underwent a pump exchange on (B)(6) 2017 due to frequent pump stoppage events and low speed alarms occurring while the system controller was connected to the power module via a grounded patient cable. The patient was reportedly asymptomatic. It was reported that two previous distal end percutaneous lead (driveline) replacements were performed by the manufacturer¿s technical services on (B)(6) 2016 due to pump stoppage events. No additional information was provided.

Manufacturer narrative:
The pump was returned assembled with the percutaneous lead (lead) severed approximately 0.5 inch from the pump housing. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. A segment of the severed, internal portion of the lead was returned, measuring approximately 8 inches in length. Electrical continuity testing of both returned portions of the lead revealed that all wires were electrically intact. Upon removal of the outer silicone sleeve, an area of metal braided shield breakdown was observed adjacent to the nipple of the pump housing. In addition, the lead showed evidence of kinking and shield disruption at approximately 2.5 inches from the pump housing. Visual inspection of the underlying wires revealed a breach in the insulation of the orange wire adjacent to the nipple of the pump housing, exposing the inner metal conductors. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. If the exposed conductors of the compromised orange wire contacted the braided shield while the system was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the reported interruptions in pump function. Further inspection of the 8-inch portion of the lead revealed that the wires were flattened at approximately 2.5 inches from the pump housing. High potential testing identified small breaches in the yellow, green, and red wire insulation at this location; however, the damage appeared consistent with pinching, potentially caused by an explant tool, and could not be conclusively correlated to the reported event. Visual examination of the pump¿s blood contacting surfaces upon disassembly of the device revealed only unstructured depositions of loosely clotted, post-explant blood in the inlet stator and around the rotor; there was no evidence of any adhered or developed depositions or thrombus formations within the device. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.